Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with loss of atrial capture and phrenic nerve stimulation. The physician mentioned a possible lead perforation, but it could not be confirmed. The lead was capped and replaced on (B)(6) 2018 with no adverse effect to the patient.